Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6-may-2026, it was reported by a sales representative via (B)(4) that an ar-1915ft-2 suture anchor's trocar chipped off at the tip, leaving small metal fragments behind. All fragments removed and implant stayed intact and undamaged. Noticed during a case with no patient effect.